Event description:
It was reported that the customer passed away and the cause of his death was unk. It was stated that the customer was wearing the insulin pump at time of death. It was stated that the customer treated for low blood glucose by drinking apple juice. It was stated that the device was downloaded and the customer's last glucose reading as 122 mg/dl. The customer had 32 carbohydrates and bolused 4.6 units. The customer went to sleep and died in his sleep. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.